Event description:
It was reported that during an arthroscopic shoulder procedure using super turbovac 90 with integrated cable wand, the surgeon alleged that he felt current flow through the pt when the wand was activated. The wand was discarded and the procedure was completed without further incident using a new wand. There were no pt complications or significant delays reported as a result of this event.